Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no.), d.6a (date of implant), g3, g6, h2, h6, h10. This supplemental emdr represents the bard flat mesh (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh and an unspecified bard/davol perfix plug on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh devices. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006- patient was diagnosed with incarcerated indirect left inguinal hernia, direct right inguinal hernia, thereby underwent laparoscopic repair with implant of bard flat mesh (device 1) and bard flat mesh (device 2). Per op notes, ¿a large, bulky incarcerated inguinal hernia was identified in left inguinal region and was dissected. A bard flat mesh (device 1) was placed and sutured to the transverse abdominis muscles superior and medial to the deep ring. A direct hernia defect was noted in the right inguinal region and was dissected. A bard flat mesh (device 2) was placed and sutured to the transverse abdominis muscles superior and medial to the deep ring¿. (B)(6) 2007- patient was diagnosed with incarcerated left inguinal recurrent hernia, left groin pain, thereby underwent open repair with implant of perfix plug (device 3). Per op notes, ¿an indirect hernia in left inguinal region, palpitation to internal ring reveals the previously placed mesh (device 1) that was found to be displaced medially. A perfix plug (device 3) was inserted through the defect and was sutured¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh and an unspecified bard/davol perfix plug on (B)(6) 2006 and/or on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh devices. It is also alleged that the patient experienced emotional distress and the device was defective.